Manufacturer narrative:
(B)(4) 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Unusual pop up appeared on the screen of programmer during a follow-up.